Manufacturer narrative:
Previous emdr reported right side rupture. Upon receiving operative report from the physician, it was noted that the "right side implant was intact and was removed". Hence reporting rupture for right side device. Device analysis: based on the product analysis performed, the assessments of the complaints are ¿ rupture: not observed, as per the investigation procedure, deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Previous emdr reported right side rupture. Upon receiving operative report from the physician, it was noted that the "right side implant was intact and was removed". Hence unreporting rupture for right side device.

Event description:
Patient reported "no complaint against the device". Healthcare professional later reported "intra-capsular rupture confirmed via MRI". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported, "no complaint against the device". Healthcare professional, later reported, "intra-capsular rupture. Confirmed via MRI". This record is for the right side. Device has been explanted and replaced.